Manufacturer narrative:
This peritonitis event occurred on an unspecified date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unspecified date, the patient was treated with an unspecified medication for the peritonitis event. At the time of this report, the patient was recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.